Event description:
It was reported that the pump exhibited error 41622. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log (ehl) showed last error code 41622. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a motor sensor. The motor sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.